Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. In the instructions for use included with the device, it states under possible adverse effects: "intraoperative and early postoperative complications can include: . . . Temporary or permanent nerve damage resulting in pain or numbness to the affected limb." This is 3 of 5 reports submitted for the same patient (reference 1825034-2017-00272 - 00276).

Event description:
It is reported that patient experienced numbness and tingling in right finger tips less than 1 month post-operatively and mild pain and tenderness at 6 weeks post-op. The event resolved itself in 3 months without intervention. Surgeon alleges no deficiency in the product but indicates event may be related to procedure.